Event description:
A patient whois questioning the positive results they received for a test they completed on (B)(6) 2022. The patient completed two other tests through curative (one on (B)(6) 2022 and another on (B)(6) 2022) and received negative results. The patient claimed to be asymptomatic. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.